Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device changeout procedure for normal battery depletion (nbd), high out-of-range shock impedance measurements greater than 125 ohms were identified on this implantable right ventricular (rv) defibrillation lead. As a result, the rv lead was also surgically abandoned and replaced during this procedure. No additional adverse patient effects were reported.